Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient experienced that one infusion set fell off during use. Infusion set was in use for few minutes. Patient blood glucose level was 171-172 mg/dl. No further information was available.